Manufacturer narrative:
There are photos attached from the customer, but not of them correlate to the reported condition of pump segment kinking and occlusion in material 10942011. There is no physical sample available for investigation. A device history record review could not be performed because the lot number is unknown. The root cause of the issue could not be confirmed without a replicated failure of the incident. There is a potential root cause related to clinical, and a member of our clinical team has been notified. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion was kinked. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that occlusions with this IV set. The tubing reportedly kinks directly beneath the ail sensor inside the pump.